Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was also noted that the battery release, knobs, side bail covers, ring cover, lead flex cover and the battery drawer were contaminated, the atrial output connector was contaminated, the battery contacts were compressed, the ring bail was bent, and the keyboard was scratched and damaged. (B)(4).

Event description:
It was reported that the external pulse generator had a broken case. The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.